Manufacturer narrative:
(B)(4). Per the user facility, they had just installed new batteries and left the unit charging all night. They started the unit up the next to have on standby when the issue was discovered.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a "system computer needs service" error message on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
On the initial submission the "other" block should have been left blank. The reported complaint was confirmed. Per data log analysis on (B)(6) 2018, the date was not set correct in on the central control monitor (ccm), the system log shows (B)(6) 2018. On that date it looks like "system computer needs service" was displayed while a perfusion screen was opened but no events were logged to indicate why. The last thing to log was "system exit log export - 3.04". There is no other indication of a problem in the log. Per the manufacturer's technical support specialist, the unit had been improperly shutdown twice and both times the error message "computer needs service" was displayed. It was recommended that the printed circuit interface (pci) bus cable be replaced as a precaution. Per the field service representative (fsr) the user facility opted not to change out the cable as there has been no more issues since rebooting the unit. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.